Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: concomitant devices - unknown persona tibial tray catalog #: ni lot #: ni, unknown persona femoral component catalog #: ni lot #: ni report source - foreign: australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a knee arthroplasty revision of the articular surface due to unknown reasons. Attempts have been made, however, no additional information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. Upon receipt of additional information, it was identified that the device was revised to address infection. Upon review of sterile certifications, the device was found to be conforming with no applicable deviations and verified to have gone through acceptable sterilization. Multiple factors may contribute to an infection that are outside the control of zimmer biomet such as hospital/surgical environment, provider-related risk factors and/or patient comorbidities. As there are no indications of a product issue, the product was not identified to be a contributing source to the reported infection.